Manufacturer narrative:
Examination of the AED's electronic files for the rescue attempt on (B)(6) 2016, reveals a patient whose cardiac rhythm is ventricular fibrillation (a shockable rhythm), for which the AED correctly recognized, advised a shock, attempted to charge and then powered off abruptly due to a low battery condition. This scenario is repeated several times. The cause of the low battery condition was related to not maintaining the AED in accordance with the device's user manual. Specifically, the AED's 9-volt battery was not replaced after becoming depleted and the AED's main battery pack was not replaced after it had passed its labeled expiration date. The 9-volt battery, which is located inside the main battery pack, provides power for the AED's automatic self-testing functions and the active status indicator ("asi"), which indicates the operational readiness of the unit. On (B)(6) 2014, the AED began flashing its red asi light and chirping to indicating that the 9-volt battery was low. From (B)(6) 2014, until (B)(6) 2016, the date of the rescue attempt, there is no indication of any human interaction to maintain the unit.

Event description:
On august 29, 2016, a customer called to report a rescue attempt on a (B)(6) male patient who had collapsed while playing handball. The customer reported that the AED powered off after analyzing the patient. No shocks were given and the patient was not resuscitated. Upon initial troubleshooting it was discovered that the AED's rescue battery had expired in 3/2016.